Event description:
During a coronary artery drug eluting stenting treatment procedure mild balloon withdrawal resistance occurred. The index procedure treated two target lesions. Target lesion 1 was a 3.5 mm vessel diameter, 100% stenosed region of the proximal to mid right coronary artery (rca). The lesion was 32.0 mm in length, was moderately tortuous with mild calcification, and had thrombus present. The dr predilated the lesion prior to placing one taxus liberte 3.0x32mm drug eluting stent. Upon withdrawal of the balloon delivery system from the stent mild resistance occurred. No extra actions were performed and the balloon was withdrawn without complication or further treatment. Residual stenosis was 0% after the stent was post dilated. Target lesion 2 was located in the distal rca and had one taxus liberte 2.75x16 drug eluting stent placed without complication. The pt was discharged from the hosp 1 day post index procedure receiving asa and plavix.